Event description:
The nurse reported the system won't go above 10 and freezes with no firing tone. The system was switched out to complete the case. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the problem reported. The pcb was replaced and the cables were reseated. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).